Manufacturer narrative:
The reported events were failure to capture, a helix mechanism issue, and lead dislodgement. As received, a complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over-torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of a helix mechanism issue was due to the helix being clogged with blood at the helix region and an over-torqued inner coil at the connector region.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath. Interrogation of the device revealed atrial. Loss of capture. Chest x-ray confirmed lead dislodgement. During lead repositioning procedure, the helix was retracted and the lead repositioned but the helix would not extend. The lead was explanted and replaced. The patient was stable.